Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen at the emergency room (ER) due to swelling and redness of skin on left arm. Echocardiogram showed deep venous thrombosis in vena subclavia till proximal vena jugalaris and thrombus in vena cephalica. The patient was given medication and subsequently sent home. The leads remain in use. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.